Event description:
The pt was brought into the emergency room and the emergency room suspect device was used to test the pt's blood glucose. The result obtained was 104 mg/dl. The hospital staff decided to treat with narcan because they didn't feel symptoms were low blood glucose. A lab was also drawn. The lab results came back at 45mg/dl. A repeat check was performed on the suspect device with a result of 132 mg/dl and another lab was drawn. The second lab test came back at 42mg/dl. Treatment was then changed to dextrose.